Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the lcd screen was observed. The device's lcd screen will be replaced to address the issue. A failure of the device to charge its internal battery was observed. The device's internal battery will be replaced to address the issue.